Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 65 year old male patient with a high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. After post-dilation of the stents, a perforation was identified. The patient was taped and coded. Return of spontaneous circulation (rosc) was achieved and covered stents were placed. Hemolysis was noted and the impella cp position was confirmed. The patient was successfully weaned and the device explanted.